Event description:
It was reported to philips that the device shows ip measurement failures. There was no patient involvement.

Manufacturer narrative:
It was reported to philips that the device shows ip measurement failures. The field service engineer (fse) confirmed the ip measurement failures. The ip/temp board and connector module must be replaced. Upon conclusion of the evaluation, it was determined that the ip/temp board and connector module require replacement. They were replaced. The device passed testing and was put back into service.